Event description:
The hospital reported that during a coronary artery bypass procedure, the blower mister could not be regulated. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The product is not returning for investigation as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Items marked "ni" are unk to us at this time. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. (B)(4).